Manufacturer narrative:
There was no pt injury or medical intervention reported in this incident. The pt involved in this incident was a female who presented to children's hosp with a diagnosis of status epilepticus. The pt was given a variety of medications to half the continued seizures but one of them caused severe fluid overload prompting the pt to be placed on prisma for fluid removal only. Nurse mgr of the intensive care (ic) dept for children's hosp was uncertain of the medication used on this pt that caused the fluid overload. Our device prisma is a bf type standard. These phenomena are known in clinical literature and are not a peculiarity of our machine.